Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 66-year-old male with an underlying diagnosis of cardiomyopathy underwent placement of an impella cp device via right femoral arterial percutaneous access on (B)(6) 2026 at 12:07 pm and was subsequently explanted on (B)(6) 2026 at 3:36 pm, with no device related complaints reported for this pump. The patient later received an impella 5.5 (sn (B)(6)) via right axillary/subclavian surgical access on (B)(6) 2026 at 3:40 pm. On support, the patient developed a hematoma at the axillary pocket with associated oozing at the jp drain site. The bleeding event occurred after transfer to the ICU and was managed with manual pressure; no blood products were required. Based on the available information, the hematoma and jp drain site oozing appear to be access site¿related bleeding events with no confirmed device involvement, and the patient recovered without further complication. Oozing and hematomas are known risks due to anticoagulation therapy and purge requirements.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.